Event description:
The customer reported that while the unit was in use on a patient during transport in a helicopter, the unit ran for only approximately 1/2 hour while using battery power. No patient injury was reported.